Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported that "they are reporting that they are having patients developing pressure sores around the ears where the elastic bands sit and on the top of the nose after using the hudson rci face masks". Patient condition reported as deceased, however it was confirmed that the "pressure ulcers on the ears have not contributed to the patient's death".